Event description:
Per patient, he was going to put batteries in his second pump on sunday, (B)(6) 2016, when one of the metal parts (opposite the spring) that helps to hold the battery in place, broke off. Patient stated that he only has one working pump at the moment. A new pump will be sent to him for delivery. Early tomorrow morning, a return box will also be sent so patient can send back faulty pump to the pharmacy/manufacturer. The pump was not in use at the time of the occurrence, and patient denied any untoward effects as a result of the faulty pump. Dose or amount: 30 ng/kg/min, frequency:> every 48 hours, route: intravenous. Dates of use: from (B)(6) to ongoing. Reason for use: pulmonary arterial hypertension.